Event description:
Boston scientific neurovascular became aware that during an event the subject device broke when it was inside the pt. A bard goose snare was used to retrieve the distal segment of the subject device out of the pt. No complications were reported to have occurred with the pt as a result of this event.